Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for (2) unknown fully threaded cancellous screw, partial part number 206.0xx/unknown lot number. The 510k#: unknown. Device is not expected to be returned for manufacturer review/investigation. Revision surgery occurred on (B)(6) 2016, due to infection at implant site. All hardware was removed and the wound was irrigated and debrided. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a 3.5mm locking compression plate (lcp) low bend medial distal tibia plate left and a total of twelve (12) screws on (B)(6) 2016. On an unknown date, patient developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware and irrigated and debrided the wound. It is reported patient bone was healed, no additional hardware was implanted. Procedure was completed successfully with no delay and no further harm to patient. Complaint contains 13 devices in 4 part forms. This report is 4 of 4 for (B)(4).